Event description:
It was reported that a minivolume extension set was used to measure the pressure with which the blood should circulate; however, the set "fails to perceive or reflect the pressure". This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 (update the expiration date null value to n/a). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.